Event description:
The customer contact reported an operator error which resulted in the pt receiving more medication than intended. The intubated pt was given an unspecified dose of vecuronium via the y-site of the IV tubing set in order to complete scheduled procedures. After approx five minutes, the nurse noted the pt had not responded to the medication. At that time, the pt was given another dose of vecuronium IV push via the IV cannula site and the pt reportedly responded well. Once the scheduled procedures were complete, the pt was extubated and was "doing well." After an unspecified length of time, the nurse noted that the pump was not powered on. The nurse reported that she did not think the pump had been powered on following the earlier transport. The nurse powered the pump on and the delivery was started. Specific programming parameters were not provided. After an unspecified length of time, the pt stopped breathing and required intubation. After an unspecified length of time, the pt was extubated. There were no reported adverse pt sequelae. The customer contact reported that the event occurred due to "human error." Reportedly, the initial dose of vecuronium that was thought to be ineffective was still in the IV tubing and after the pump was restarted, the dose was then delivered. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact reported that the event was a result of "human error."